Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: (B)(6) reviewed the open call for (B)(4): case #: (B)(6) - centration was superior with poor suction applanation to the eye. Capsulotomy begins at frame #3 and temporal breakthrough at frame #6 with complete breakthrough at #7. Scans appears to show scaring to cornea from 0-degrees to a 40-degree. Double cuts are noted in this area of the capsulotomy. Minor eye movement is noted throughout treatment. Fragmentation continues at frame #14 and proceeds as planned. Small 5-degree ai incisions are completed. Root cause: patient anatomy, eye movement and poor suction applanation contributed to an inconsistent capsulotomy. The area of scaring and double cuts are within the path of the surgeon's incisions. The lensar system functioned as designed.

Event description:
(B)(4) issue: on (B)(6) 2022, (B)(6) texted (B)(6) and stated "dr. (B)(6) had to perform a vitrectomy on case #: (B)(6).she said the capsule tore and the lens dropped. Anterior vitrectomy needed.sulcus lens placed."